Manufacturer narrative:
Initial complaint information alleges that the patient had an infection; however, according to the podiatrist, the patient had a poor vascular status and no infection was confirmed. The podiatrist noted that the patient had several stents to the lower extremity and was receiving hyperbaric therapy prior to v.a.c. Placement. According to the podiatrist, v.a.c. Therapy was placed in an attempt to assist with the advanced treatment modalities (not specified) that the patient was already receiving. The podiatrist stated the wound initially responded well to v.a.c. Therapy during the first two weeks, and was healing with granulation tissue formation; however, over a period of three days the wound became dusky and ischemic in appearance. The podiatrist stated that the patient was sent to a vascular surgeon and after additional stenting procedures the decision was made to amputate.

Event description:
It was reported that a patient receiving v.a.c. Therapy for a surgical incision, which had deteriorated prior to v.a.c. Placement, was admitted to the hospital for re-vascularization surgery and amputation of the left 3rd toe. According to the podiatrist, the patient is stable after the procedures were performed.